Manufacturer narrative:
Additional information received reported that he patient was later diagnosed with clostridium difficile (c. Difficile) and his elevated ldh values were thought to be related to the infection. A review of the complaint data was completed for this patient. There is no record of previous complaints for this patient. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. C. Diff., is a type of bacteria that commonly is found in the intestines. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which are transmitted to hand to mouth contact with contaminated surfaces. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the infection is the patient's complex medical history and comorbidities. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: (B)(6) 2015, date through (B)(6) 2015. Normal power consumption. Additional notes: no alarms have been logged in the last 14 days. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide and warning that lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as hemolysis. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient went to the hospital from rehabilitation with "asymptomatic increase in his ldh 680, as well as increase in plasma free hemoglobin from 4.7 ->7.5". "This all occurred in the setting of recent nausea and diarrhea". "Device interrogation shows no alarms and his pump flows and power have been unchanged". Ldh on discharge was 244. No additional information provided. Investigation is ongoing.